Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and barbed suture was used. It was reported that the fixation tab on the barbed suture broke off in the middle of fascia close. It was reported that the surgeon is an experienced user of this product and technique was not contributing factor of suture fixation tab breaking away from suture. There were no adverse patient consequences reported.